Manufacturer narrative:
The reported event was ¿the atrial lead spiral cannot be fixed to the heart muscle¿. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was over torqued consistent with procedural damage. After cleaning the distal portion, cutting the lead and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured to be within specification. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. No other anomalies were observed.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead helix could not be fixed into the atrial wall. The ra lead was removed and replaced. The patient was in stable condition throughout.